Manufacturer narrative:
Evaluation is in progress, but not yet concluded. There was an arterial alarm indicating arterial over pressure (customer alarm was set at 350 mmhg). This occurred when the perfusionist noted a bulge in a pressure isolator in circuit and tried to troubleshoot the situation while on bypass. Movement of the pressurized circuit caused the alarm and the stoppage of the arterial pump. The field service representative (fsr) was unable to verify the reported complaint using pressure simulator and temperature test probes. The fsr could not duplicate the problem.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the arterial pump stopped due to an arterial monitor alarm. The pressure was relieved in room atmosphere, the reading on the arterial monitor displayed "0", but the monitor still alarmed. The monitor was disconnected and the case was resumed. The device was not changed out, as the user unplugged the arterial monitor from the safety monitor to allow the arterial pump to be restarted. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Per the clinical review on (B)(6) 2013: the perfusionist (ccp) noted that during set-up, there was a power surge in the operating room (o/r) and the lights in the room dimmed and flickered. (B)(6) purposely removed the power cord of the system 8000 (from the wall) to verify the battery back-up functionality and the battery did activate as intended. About five minutes into cpb, the ccp noticed that the pressure isolator diaphragm was bulging toward the pressure transducer and this generally indicates a leaky connection or a very high cpb circuit pressure. The pressure displayed on the arterial monitor was only 55 mmhg, but generally the pressure is about 120-150 mmhg for full cpb flow rates. This lower pressure was frequently indicative of a pressure leak in the measurement system. A clinical associate was troubleshooting the isolator lie in preparation of changing out the disposable isolator and a high pressure alarm was experienced with the arterial monitor. The arterial roller pump stopped, as per product design. After the pump was stopped, the pump was able to be re-started and after about five to ten seconds, another high pressure alarm was experienced with associated arterial pump stop. The pressure transducer was opened to atmosphere and the arterial monitor was displaying a pressure of "q", but the high pressure alarm continued with associated pump stops. Each time the pump could be re-start for a few seconds, followed by alarm and pump stop. The ccp team elected to remove the power/communications cable from the safety monitor to the arterial monitor and this resulted in the loss of power and functionality of the arterial monitor. Cpb was completed without the use of the arterial monitor and no arterial pump stops occurred the remainder of the procedure. A mechanical aneroid pressure gauge was used to measure arterial circuit pressure for the remainder of the procedure, but this was not linked to the arterial pump, thus high arterial pressures would not stop the arterial pump and there would be no audible or visual warning of high circuit pressures.